Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net for follow-up. Upon review of the transmission, it was noted that the battery longevity estimate for the pacemaker had dropped significantly from the transmission from last year. It was determined that there were no issues with the battery or device function and that longevity algorithm overestimated the time remaining. The patient was asymptomatic. There was no intervention performed, the patient would continue to be monitored.